Event description:
On august 23, 2021, the reporter of the lay user/patient contacted lifescan (lfs) USA, alleging that the patients onetouch ultra 2 meter was displaying the ¿error 2¿ message after applying a blood sample. This complaint was classified based on information obtained from the customer care agent (cca) during the initial call. The reporter alleged that the error message began to appear approximately a month prior to the call with lfs. The patient manages her diabetes with insulin (5 times per day - type and dose unspecified) and the reporter stated that she did not take any insulin due to the alleged issue because she did not know what her blood glucose level was. The reporter informed that ¿one day¿ after the alleged issue occurred, the patient developed symptoms of ¿shaking¿ and she felt ¿bad, like weak¿. The patient treated herself with orange juice to feel better at un unspecified time on (B)(6) 2021. The reporter denied that any other device was used to obtain a blood glucose reading. At the time of troubleshooting, the customer care agent (cca) noted the subject meter was not being used for the first time. The cca managed to resolve the alleged issue on the call. The cca established that the error was caused by a damaged strip and an incorrect testing technique. The patient refused a preplacement meter as the issue was now resolved. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.